Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2090-206h-(B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits very mild detritus adhesion; the bevel section appears in good condition. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "fiber cap detachment" could not be confirmed; a cap melted failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "forward firing, decrease in vaporization efficiency, fiber cap detachment and fiber damaged at tip" @ 77,000 joules and 15:46 minutes of use". The procedure was completed with another fiber. Patient outcome: "no patient injury reported."